Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. Customer¿s blood glucose level was over 600 mg/dl at the time of the incident and the current blood glucose level was 504 mg/dl. The customer¿s other blood glucose level was 504,445,248 mg/dl. The customer experiences moderate ketone and the stomach ache like symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The troubleshooting was performed for the high blood glucose under delivery. The customer was treated with the insulin pump. The insulin pump will not be returned for analysis.